Manufacturer narrative:
(B)(4). Date sent: 10/23/2015. (B)(40. Additional information was requested and the following was obtained: what is meant by the device "became not to be fed into the jaws properly"? Please provide more detail. Was any unexpected resistance felt while attempting to load clip? Were any unexpected noises heard? Did the device feed the clips sideways? The clip was not fully advanced into the jaws. The analysis results found that the el5ml device was returned in good visual condition. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it properly fed the remaining clips; forming five conforming clips and three scissored clips. In addition the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy, the clip became not to be fed into the jaws properly though the trigger was grasped during the operation. The device was used on the blood vessel. Another device was used to complete the case. There were no adverse consequences to the patient.